Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium . There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The getinge field service engineer (fse) did not get to evaluate the unit, since the customer stated via phone that it was believed that the helium leak was an operator error. Then the customer emailed the fse stated that the it was confirmed that the helium leak was because of operator error. Also, that the tank and o-ring were not engaged and that the unit was being monitored for a leak. The gas was turned on and the system started at 6:30 am. Then, the unit was checked again at 1:30 pm with no loss of gas. The department was updated to use the unit and service was cancelled. H3 other text : evaluation cancelled by customer